Manufacturer narrative:
Evaluation summary: the stent delivery system was returned without the stent. Evaluation found the metal shaft was kinked. The outer tube was also kinked approx 12cm from the shrinking tube. It is possible that the deployment of the stent was caused by movement of the metal shaft during device handling. It is not possible that the metal shaft was positioned in the package blister in the state in which it was received for evaluation. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: premature deployment. Time of malfunction: during device preparation. Symptoms/ae: none. It was reported that upon opening of the xpert stent packaging, it was noted that the stent was deployed and found lying loose inside the box. There was no pt involvement. Though requested, no additional info was available.